Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that, 4 months after the dental implant was installed in intraoral region #8, its non-osseointegration was observed. Twenty (20) ncm of primary stability was achieved and the implant was installed without immediately load. The patient presented bone type iii, fenestration occurred during surgery and bone graft was executed.